Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer called tandem's technical support to inquire if the amount of carbohydrates delivered for a bolus request 2 hours ago could be altered. Reportedly, the customer wanted to ensure that the numbers were correct when going to the health care provider (hcp). Tandem technical support educated the customer that once a bolus had been delivered for the carbohydrates value that was entered, there was no way to change the amount of carbohydrates. Tandem technical support suggested that the customer enter a note on the pump data logbook and inform hcp about the value entered. Customer understood the information and confirmed that the event was an user error and the pump was working as intended. Additionally, the customer reported blood glucose level was not impacted.